Event description:
It was reported that during a low anterior resection procedure the surgeon placed the device into the rectum distally and the surgeon dialed into middle of the green area. The surgeon fired the stapler and checked the anastomosis; the staple line looked intact. He removed the device and observed that the doughnuts were completed but not formed properly (distorted). The staple line was leaking, the surgeon over sewed the staple line with suture and decided there was a good seal at that point. During the next three days the patient developed a leak post op. The nurse noticed stool in the patient's drain and contacted the surgeon. The patient was then transferred to another facility for additional treatment. There is no information at this time regarding the status of the patient since the transfer. The device was discarded.

Manufacturer narrative:
(B)(4). The device was not returned. Additional information provided: what device was used for the proximal and distal transaction of tissue prior to using the circular stapler? Covidin pursestring stapler 020242 distally; ethicon linear stapler 60 tx60b proximally. On what tissue type was the device used? Somewhat edematous. What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? Snap/click heard. When the device was fired, what was the location of the indicator within the gap setting scale? Middle. Was buttressing material utilized? If so, which product? Running 3-0 chromic suture; multiple 3-0 silk sutures. Was the instrument fired across or near an existing staple line or clip? Yes. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)?crunch, fully compressed lever. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? The device had to be placed from a proximal colotomy with the avil in the distal segment due to the fact the stapling device was not successfully passed up through the rectum. Is there any other additional information you would like to share about this device, procedure, patient or physician? The pt was morbidly obese, on chronic steroids for psoriatic arthritis; history of diverticular disease. Is a pathology specimen available? No; either rings were not sent or not reported on. The surgeon has been re-inserviced and concluded that the issues experienced may have been due to user.